Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports via their medwatch report # (B)(4), dated (B)(6) 2010, that a "3.0mm jarit pituitary rongeur, product #280-417, was handed to the dr to remove aortic valve calcification. Prior to use on the pt, dr noted that rongeur was not working properly. Upon visual inspection, it was noted that the item was missing a screw (1 of 2 screws) on the lower half of the rongeur. Sterile and unsterile fields immediately searched as a precautionary measure. No screw was found. X-ray revealed no screw in pt".